Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient could feel that their heart rate gets higher when they are active. The field representative was thinking of changing the minute ventilation (mv) programming. Boston scientific technical services (ts) suggested dropping the response factor down and to make sure this pacemaker was not moving. The mv programming was adjusted and the device did not appear to be moving in the pocket. No adverse patient effects were reported.